Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a decanav, and the deflection mechanism broke during the procedure. The catheter was damaged while being inserted into the body. The tip of the catheter was broken. There were no pieces missing from the catheter. When the catheter was replaced, the issue resolved, and the procedure was continued. No adverse patient consequence was reported. The deflection issue is not MDR reportable.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a decanav, and the deflection mechanism broke during the procedure. The catheter was damaged while being inserted into the body. The tip of the catheter was broken. There were no pieces missing from the catheter. When the catheter was replaced, the issue resolved, and the procedure was continued. No adverse patient consequence was reported. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and deflection test of the returned device were performed. Visual inspection revealed no damage or anomalies on the tip section. No broken tip condition was observed. Deflection testing was performed, and the deflection mechanism failed specifications due to the puller wire that was found broken inside the handle. A manufacturing record evaluation was performed for the finished device 31470079m number, and no internal actions related to the reported complaint condition were identified. The deflection issue reported by the customer was confirmed. The potential cause for the broken puller wire could not be established. The broken tip issue was not confirmed. The instructions for use (IFU) contain the following information: adjust the radius of curvature as necessary by manipulating the thumb knob. Pushing the thumb knob forward causes the catheter tip to bend (curve); when the knob is pulled back, the tip straightens. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).